Event description:
It was reported that within 30 days after stent implantation, a non-stented evaluated myocardial infarction with subacute stent-thrombosis occurred, resulting in the placement of an additional stent.